Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to small cracked and bleeding on lcd glass near battery icon. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of experiencing partial display on insulin pump. Customer reported that only the bottom portion of display screen could be read. Customer's blood glucose was unknown. Insulin pump was dropped. Customer was advised that insulin pump would need to be replaced.